Manufacturer narrative:
(B)(4). Analysis of the neurostimulator model 3058, lot# njy135146h showed no anomalies and was functionally okay. When tested with returned lead, good stable output was seen on each electrode pair. Analysis of lead model 3889, lot# v293834 showed no anomalies and was functionally okay. The continuity was acceptable and no shorts were seen.

Event description:
It was reported that the pt's neurostimulator had "performance issues" and was explanted. The pt was noted as being unharmed. Add'l info was requested.